Manufacturer narrative:
Internal report # (B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's test strips had a poor storage(kitchen).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 98 to 125mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification,customer stores the product in the kitchen. Medical attention is not reported as a result of the actual blood glucose result. The test strip lot manufacturer's expiration date is 03/22/2017 and open vial date,customer is . The meter memory was reviewed for previous test result history (date / time not set): 1:151mg/dl (B)(6) 2016 04:18 pm fasting: yes 2:193mg/dl (B)(6) 2016 04:17 pm fasting: yes 3:191mg/dl (B)(6) 2016 04:16 pm fasting: yes 4:168mg/dl (B)(6) 2016 04:15 pm fasting: yes 5:87mg/dl (B)(6) 2016 07:01 am fasting: yes. Memory concerns:high results.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned test strips. Most likely, underlying root cause of malfunction: user's test strips had a poor storage (kitchen). Correction of product evaluation: the product evaluation was completed for returned test strips. No meter returned.

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 98 to 125mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification, customer stores the product in the kitchen. Medical attention is not reported as a result of the actual blood glucose result. The test strip lot manufacturer's expiration date is 03/22/2017 and open vial date,customer is . The meter memory was reviewed for previous test result history (date / time not set): 151mg/dl (B)(6) 2016 04:18 pm fasting: yes; 193mg/dl (B)(6) 2016 04:17 pm fasting: yes; 191mg/dl (B)(6) 2016 04:16 pm fasting: yes; 168mg/dl (B)(6) 2016 04:15 pm fasting: yes; 87mg/dl (B)(6) 2016 07:01 am fasting: yes. Memory concerns:high results.

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user's test strips had a poor storage(kitchen).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 98 to 125mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification,customer stores the product in the kitchen. Medical attention is not reported as a result of the actual blood glucose result. The test strip lot manufacturer's expiration date is 03/22/2017 and open vial date,customer is . The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Memory concerns:high results.